Manufacturer narrative:
Additional information was received that the patient had a calcified native valve. No additional adverse patient effects were reported.  The device code was updated in section h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: e volutpro-29-us, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was not returned, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed at an approximate depth of 2mm. Under fluoroscopy, the valve appeared under-expanded but fully functioning based on stable hemodynamics. As the nose cone of the delivery catheter system (dcs) was being withdrawn through the valve, the valve dislodged into the sinuses/ascending aorta. The valve was snared and a balloon aortic valvuloplasty (bav) was performed to allow for better expansion of a second valve. A second valve was prepped, inspected and deployed at an appropriate depth. Once the second valve was determined to be implanted in a good position, the physicians snared the second tab of the first valve to manipulate the valve into the area of the arch where it would not dislodge. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated data: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record (DHR) for the valve and frame records were reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A DHR review is not required for the delivery catheter system (dcs) as the reported dislodgement does not suggest a device quality deficiency. It was reported that during implant, the valve was deployed at an approximate depth of 2mm with the delivery catheter system (dcs). The valve appeared under-expanded under fluoroscopy but it was fully functioning based on the patient¿s stable hemodynamics. Valve under-expansion can be affected by multiple factors such as patient anatomy (e.g., calcification location and levels) and procedure related factors (e.g., valve positioning). In this case, the under-expansion issue may have been attributed to anatomical factors as it was reported that the patient¿s native valve was very calcified. It was also reported that as the nose cone of the dcs was being withdrawn through the valve, the valve dislodged into the sinuses/a scending aorta. Potential factors that can influence a valve to dislodge include, but are not limited to, tension applied on the dcs during positioning, patient calcification levels and compliance of the aorta and native vessels. The reported event suggests that during the removal of the dcs, the tip was not centered and it caught on the implanted valve frame leading to dislodgement. Dislodgement of the valve by the distal tip is related to operator technique or experience. The evolut pro instructions for use (IFU) recommends that prior to withdrawing the dcs tip through the valve (postdeployment), ¿perform an angiogram to assess the location of the bioprosthesis. Under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis.¿ if information is provided in the future, a supplemental report will be issued.